Event description:
ICD device failed to complete 1 joule induction shock and then failed to brady-pace. Counters were found to be incorrect. At implant guidant rep called tech-support and they advised to try induction again and proceed with implant. Data disc was sent to guidant and they said to remove device asap. Device removed 5 days after implant.